Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the tsw35 instrument fired three times successfully, but on the fouth attempt to reload the device, the anvil became dislodged from the shaft. Another instrument was used to complete the case. There was no consequence to the pt.